Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son's insulin pump was not beeping when doing boluses deliveries and also not beeping when getting alarms. Blood glucose level was 154 mg/dl. The product will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Hardware low level failures was present in the pump trace download due to broken trace at on keypad assembly. Toggled on/off and increased or decreased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.